Event description:
The customer reported that her blood glucose level slowly escalated and when it reached 358 mg/dl she corrected with a bolus and noticed that the cannula had come out.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that the cannula had dislodged from the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." No product lot number was provided therefore no qualification records were reviewed.